Event description:
It was reported that during an implant procedure, the lead was undersensing and the helix was bent. The lead was not used and another lead was implanted. It was also reported that a lead had high impedance. That lead was not used either and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).